Event description:
I am a transplant recovery surgeon reporting concerns regarding the ergonomic design and workflow configuration associated with the organox metra normothermic liver perfusion device. On (B)(6) 2026, while performing preparation and management of the liver on the organox device, I was required to work in sustained forward flexion (approximately 1 foot above ground level) and an awkward low working position for an extended period of time. The device configuration positioned the working field significantly below standard ergonomic operating height, requiring prolonged bending and non-neutral spinal positioning during placement and manipulation of the donor liver in the liver bowl of the device. Following the procedure, I developed acute lumbar pain and muscle spasm consistent with lumbar strain, with symptoms worsening during subsequent surgical cases requiring work modification and ongoing recovery measures. In addition to personal injury concerns (for which I now have a workers compensation claim open), multiple surgeons that work with the device have reportedly experienced similar musculoskeletal discomfort or back strain associated with use of the current organox workflow configuration. Concerns have also been raised regarding procedural sterility and safety due to handling of human livers for transplant in a working position unusually close to floor level within the operating room environment. The current non-ergonomic design and operating configuration may contribute to repetitive surgeon musculoskeletal injury risk and procedural safety concerns. Requests by our organ procurement organization for ergonomic mitigation measures were made 6 months ago to the company, including a lift/elevation system to improve working height and positioning. The company has stated that their lift/elevation system is on back-order. We have two organox metra devices and no lift/elevation system at this time but are still using both devices in their current configuration. The lift/elevation system should be mandatorily provided and used with the organox device to prevent surgeon back injuries and preserve sterility of livers for transplant. Until the lift is coupled with the organox device, a safety pause should be considered.